Event description:
It was reported that a (B)(6) year-old female patient underwent a revision breast augmentation with two 375cc mentor memorygel breast implant prostheses and suffered several unexplained systemic symptoms, including right-sided breast pain, hair loss, ringing in ear, numbness in arm, fatigue, joint pain, flu-like symptoms, inflammation, weight gain, and anxiety. No device issue was reported. The root cause of the patient¿s symptoms is unclear. The patient had a consultation with a healthcare professional. As a result, the patient is planning to undergo removal and replacement with unspecified breast implants. However, at the time of this report, mentor has received no information regarding an expected explantation date. This report is for the right-sided prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation:n/a. (B)(4). Manufacturer¿s reference number: (B)(4).